Manufacturer narrative:
The sample was returned for evaluation for the report of breaking during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Phacoemulsification tips are 100% visually inspected by trained operators during the manufacturing process. (B)(4).

Event description:
A customer reported that the phacoemulsification tip broke outside of the eye during a procedure. The product was replaced and procedure completed with no patient harm. Additional information and product sample were requested.